Event description:
Customer reported that the insulin pump received a button error alarm and is unable to clear it. The only event the customer recalls leading to the alarm is that she was wearing the insulin pump close to body while wearing a costume. Blood glucose level 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. Device received with scratched lcd window. Device received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.